Event description:
A trilogy 100 ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed a test steps during testing. The device's active exhalation control module and the sensor printed circuit assembly were replaced to address the issues.